Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia (cpg) roller pump had a blank screen. The roller pump was rebooted, and the cord was disconnected and reconnected in the back with no resolution of the issue. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the perfusionist, the roller pump was still functional. The display did come back on while it was being handled but the team was concerned the issue could happen again. The field service representative (fsr) replaced the small roller pump display. Release testing was completed. The unit operated to the manufacturer's specifications. Per data log review: there were three small roller pump logs provided. There were no errors logged in any of the pumps. One of the small roller pumps that was used for cpg did reboot at 10:28 am after a perfusion screen was opened. This would have caused the display to be off for a few seconds. This may have been the end user rebooting the pump in an effort to correct the display issue.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump display to lab use only (luo) testing equipment. The roller pump was powered on and was fully functional. The pst monitored the roller pump for 24 hours and there was no observation of any display issues. It was determined that the roller pump display met specification.